Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - since more than 9 years have passed since the subject device was manufactured, the video connector socket was worn and the video connector socket failed due to aging degradation. As a result, the electrical contacts of the video connector socket are poorly contacted, and the camera head cannot be detected.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the subject device unable to detect the compatible camera head due to video connector socket was broken. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the user found that the video connector socket of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.